Event description:
Complainant alleged that two shocks were delivered to a pt (age & gender unk) during a code, on the third attempted the charge button was pressed but CPR was being administered so the shock button was not pressed; however, the device discharged. The two clinicians administered CPR also received a shock.